Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of atypical peritonitis in a patient coincident with dianeal unknown bag therapy for peritoneal dialysis (pd). On an unreported date, between (B)(6) 2011 and (B)(6) 2011, the patient experienced peritonitis. It was not reported of the patient required hospitalization, if laboratory or diagnostic testing was performed or if remedial therapy was rendered. At the time of this report, it was unknown if dianeal unknown bag therapy was ongoing. It was not reported if the outcome for the event of peritonitis had resolved. The physician did not provide an assessment of causality for the event of atypical peritonitis and the relationship with dianeal unknown bag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.